Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient sustained a blow to the head and subsequent loss of connection to the internal device, resulting in the decision to explant the device. The device was explanted on (B)(6), 2011 and the patient was reimplanted with another device during the same surgery.